Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with difficulty accessing the pump. A revision surgery was performed, during which the physician stated that the pump was placed very high in scrotum affecting the accessibility to pump, therefore the pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with difficulty accessing the pump. A revision surgery was performed, during which the physician stated that the pump was placed very high in scrotum affecting the accessibility to pump, therefore the pump and cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with malposition and difficult to inflate may have been due to a potential placement error of the pump at the implant procedure.